Event description:
A report was received that the patient went to the ER due to back pain and a headache. The patient was given IV antibiotic due to a suspected infection. It was determined that the patient symptoms were caused by a procedure related dura leak. It is unknown if treatment was provided for the dura leak. The patient was doing good.